Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2022 . Blood glucose level was above 600 mg/dl at time of hospitalization. Current blood glucose reading was 364 mg/dl . Customer reported that they had a symptoms like vomiting, dehydration , increased thirst, at time of hospitalization. Customer was using insulin pump system within 48 hours of reported event. Auto mode feature was active at time of event. Customer was treated with manual injection insulin pen for high blood glucose and with intravenous insulin drip in hospital. Customer reported that cannula was bent. No further patient complication were reported. Insulin pump was not return for further analysis.